Manufacturer narrative:
Follow-up submitted to report device evaluation. Updated date of report for report submission date and relevant tests/laboratory data to report device evaluation results. Updated concomitant medical products, device return date, MFR site and report source for follow-up report submitter, PMA/510k for awareness date and report type and follow-up number. Updated follow-up type, device evaluation status and method, result and conclusion codes. Implant not returned and complaint could not be verified.

Event description:
Per complaint (B)(4), during post operative check, patient experienced failure of implant to integrate. Implant came out the next day.